Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's machine flow sensor was replaced to address the issue.

Manufacturer narrative:
It was initially reported, the device's machine flow sensor was replaced to address a ventilator inoperative condition. The machine flow sensor was returned to the manufacturer's product investigation laboratory for further investigation. The component passed all testing and was found to operate as designed.